Event description:
It was reported that on (B)(6) 2009, a 2.5x18 rx promus stent was successfully deployed in the mid left anterior descending artery after pre-dilatation. The patient was discharged on (B)(6) 2009 with aspirin and clopidogrel prescribed. (B)(6) 2009, the patient was admitted after experiencing cardiac arrest on a public highway. It was noted that the patient received cardio-pulmonary resuscitation and two external electric shocks. Electrocardiogram upon admission was normal and there was no enzyme increases. Angiography indicated a sub-significant lesion of the common pathway and a long sub-significant lesion at the level of the right coronary artery. The stent on the iva was permeable. One run of ten beats of ventricular tachycardia was reported, but did not recur after beta-blockers were increased. Implantable cardioverter defibrillator was planned for secondary prevention. The patient had post-hypoxic encephalopathy and clonic seizures were noted. The patient was treated with seizure medication. On (B)(6) 2009, a cerebral scan was performed which was within normal limits. On (B)(6) 2009, it was noted that the patient had (B)(6) pneumonia and was treated medically. On (B)(6) 2009, a tracheostomy was performed. On (B)(6) 2009, the patient was transferred after no recurrence of seizures were noted. On (B)(6) 2009, an eeg was performed which still showed epileptic abnormalities and medication was resumed. Brain MRI was normal. It was noted that the patient was also treated medically for gastro-intestinal bleeding due to multiple ulcers in the bulb. On (B)(6) 2009, 88 days post index procedure, the patient experienced recurrent ventricular fibrillation. Unsuccessful resuscitation occurred for 90 minutes before the patient died.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unsuccessful resuscitation occurred for 90 minutes before the patient died. Cause of death, per site, was sudden cardiac arrest. Reportedly, per physician, the relationship to the index procedure was unrelated. No additional information was provided. (B)(4). The reported anaphylactic shock (shock), death, infection, and arrhythmia (includes ventricular fibrillation and ventricular tachycardia) are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design, and the treatment appears to be related to the operational context of the procedure.